Manufacturer narrative:
THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
THE BIOMEDICAL TECHNICIAN (BIOMED) FOR A USER FACILITY REPORTED TO FRESENIUS TECHNICAL SERVICES THAT THE 2008T MACHINE ALARMED DURING THE PATIENT'S HEMODIALYSIS (HD) TREATMENT WITH A 24V ALARM AND THE BOOT CAPACITATOR ON THE MACHINE'S POWER SUPPLY HAD EXPLODED. THE PATIENT'S BLOOD WAS RETURNED VIA HAND CRANK. THE REGISTERED NURSE (RN) STATED UPON FOLLOW-UP THAT THE PATIENT DID NOT EXPERIENCE BLOOD LOSS, AN ADVERSE EVENT, SERIOUS INJURY, OR REQUIRE MEDICAL INTERVENTION AS A RESULT OF THE REPORTED ISSUE. THE MACHINE HAS APPROXIMATELY 4,947 OPERATING HOURS AND THE BOOT CAPACITOR WAS ORIGINAL TO THE MACHINE. NO SMOKE, SPARK, FLAME, OR ARCING OCCURRED BUT A BURNING SMELL WAS OBSERVED. THE BIOMED NOTED THAT THE BOOT CAPACITOR IS FILLED WITH OIL WHICH EXPLODED INSIDE THE MACHINE AND COVERED THE POWER SUPPLY. THE BIOMED REPLACED THE BOOT CAPACITOR AND CLEANED THE POWER SUPPLY TO RESOLVE THE REPORTED ISSUE. THE MACHINE PASSED FUNCTIONAL TESTING AND WAS RETURNED TO SERVICE. THE BIOMED STATED THAT NO ADDITIONAL ISSUES WERE IDENTIFIED OR RESULTED FROM THE REPORTED ISSUE. THE MACHINE HAS HAD NO PAST PROBLEMS WITH FAILING THE ELECTRICAL LEAKAGE TEST. THE MACHINE IS PLUGGED INTO A HOSPITAL-GRADE GROUND-FAULT CIRCUIT INTERRUPTER (GFCI) OUTLET. THE SAMPLE WILL BE DISCARDED AND WILL NOT BE RETURNED TO THE MANUFACTURER FOR PHYSICAL EVALUATION.

Event description:
The Biomedical Technician (biomed) for a user facility reported to Fresenius Technical Services that the 2008T machine alarmed during the patient's Hemodialysis (HD) treatment with a 24V alarm and the boot capacitator on the machine's power supply had exploded. The patient's blood was returned via hand crank. The Registered Nurse (RN) stated upon follow-up that the patient did not experience blood loss, an adverse event, serious injury, or require medical intervention as a result of the reported issue. The machine has approximately 4,947 operating hours and the boot capacitor was original to the machine. No smoke, spark, flame, or arcing occurred but a burning smell was observed. The biomed noted that the boot capacitor is filled with oil which exploded inside the machine and covered the power supply. The biomed replaced the boot capacitor and cleaned the power supply to resolve the reported issue. The machine passed functional testing and was returned to service. The biomed stated that no additional issues were identified or resulted from the reported issue. The machine has had no past problems with failing the electrical leakage test. The machine is plugged into a hospital-grade ground-fault circuit interrupter (GFCI) outlet. The sample will be discarded and will not be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant Investigation: No sample was returned for physical evaluation by the manufacturer. Additionally, no on-site evaluation was performed by a Fresenius Field Service Technician (FST). However, a photograph was provided which depicted damage on the capacitor. The reported event was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the Device History Record (DHR) review confirmed the results of the in-progress and final Quality Control (QC) testing met all requirements.